Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella cp was placed for emergent high risk percutaneous coronary intervention. The plan was to leave the impella in overnight, but the patient became increasingly agitated and would not stop moving. A hematoma formed at the access site, and the decision was made to wean and explant.

Manufacturer narrative:
G.4 added PMA/ 510(k) as it was omitted from the initial report that was submitted. Investigation summary: the investigation of has been completed. Hematoma: the cause of the injury is most likely use related since the patient became increasingly agitated and would not stop moving. A hematoma was formed at the access site. Device history review: the pump passed all the post sterile inspection checks.